Manufacturer narrative:
Investigation description. Display damage due to impact.

Event description:
It was reported that an ilet screen became unresponsive; initial visual checks by the user did not identify damage, but a subsequent check by a family member confirmed the screen was cracked, consistent with a damaged display component causing loss of touchscreen function. Symptoms included inability to operate the device due to the unresponsive screen. Outcomes included device replacement and user education on return and handling. Investigation included remote troubleshooting with power cycling and visual inspection guidance. Investigation of this case revealed physical damage to the screen consistent with user handling or impact, resulting in a nonfunctional touchscreen and inability to unlock the device. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing defects.